Event description:
Customer reported a blank display on the passport 2 monitor, which may have affected pt monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative replaced cpu board, configured and performed function tests.